Event description:
It was reported that the device would not work on battery source but works on ac power. There was no report of pt involvement with the reported issue.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify the reported failure. Physio-observed proper device operation through functional and performance testing and returned it to the customer for use. The root cause of the reported issue is unk.